Event description:
It was reported that pre-dilatation was performed with the voyager nc balloon catheter, which ruptured upon first inflation at 14 atmospheres in the left circumflex artery. Vessel and lesion site were characterized as being mildly tortuous, moderately calcified, concentric, de novo and 90% stenosed. A non-abbott balloon catheter was used to complete the procedure. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Factors that can contribute to balloon ruptures include, but are not limited to: balloon damage during manufacturing, weak materials, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of a manufacturing deficiency, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify the rated burst pressure (rbp). Return of the voyager nc catheter used in the procedure may have aided in the investigation. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is not known if the catheter was soaked prior to use per instructions for use (IFU). It is possible that the balloon material was damaged (scratched) during interaction with the moderately calcified, 90% stenosed lesion, such that the balloon ruptured upon first inflation at 14 atmospheres, which is below the rbp. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. The reported difficulties experienced during the procedure appear to be related to the operational context of the product. There does not appear to be any indications of a product quality deficiency.